Event description:
On 24-dec-2008-email, issue; variances in readings. Results: date (B)(6) 2008, inratio: 4.8, lab: 3.2. Date: (B)(6) 2008, inratio: 4.2, lab: 2.4.

Manufacturer narrative:
Investigation in process. (B)(4).